Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer reported that the insulin pump was not working properly. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 193 mg/dl at the time of call. The customer stated that they were nauseous and vomiting. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.